Event description:
It was reported that during an unrelated procedure, loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed, and the lv lead was dislodged to the atrium. Based on review of past device printouts, the lv lead was inappropriately capturing the atrium. The lead was deactivated to resolve the event, and the patient was in stable condition.